Manufacturer narrative:
A customer in canada notified biomérieux of a misidentification of a neisseria meningitidis quality control (qc) strain as eikenella spp in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation. The investigator reviewed historical complaints and the device history record. Since january 2016, no similar complaint has been recorded for a mis identification as eikenella corrodens instead of neisseria meningitidis. There are also no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning. According to the vilink alert tool criteria, the instrument needed fine tuning at the time the tests were done (24aug2021). New fine tuning was done on 07sep2021; however, it did not meet the necessary criteria (median number of peaks: 83 instead of minimum of 100). Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Sample data analysis. According to data provided, the misidentification result was obtained from spectra having a low number of peaks (36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). Moreover, misidentification was obtained with a low identification score (-0.18) which is also near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Conclusion. Root cause is due to non-optimal spot preparation of the sample in combination with the fine tuning. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of a misidentification of a neisseria meningitidis quality control (qc) strain as eikenella spp in association with the vitek® ms (ref 410895, serial (B)(4)). No further detail has been provided by the customer. As this was a qc strain, there is no patient involved. A biomérieux internal investigation will be initiated.